Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, during placement of farawave catheter in right inferior pulmonary vein, the wire was noted to be stuck. Upon removal from sheath tissue was noted at wire catheter interface. The catheter was replaced and the procedure was completed without patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.